Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported discordant, falsely low carbon dioxide (co2) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the following: ran service method testing on server 2 and determined sample probe 2 mixer was giving poor undermix values, replaced sample probe 2 mixer, auto aligned sample probes 1 and 2, precision aligned sample probe 2 and reagent probe 4, ran service method testing, moved reagent back to server 2, ran quality control (qc) for server 2 reagents, the qc recovered acceptably. Siemens further investigated and determined that the malfunction of sample 2 probe mixer potentially contributed to the discordant, falsely low co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) results were obtained on 3 patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 results.